Event description:
It was reported that the patient's blood glucose (bg) levels reached 324 mg/dl, while wearing the pod on the abdomen between 4 and 24 hours. A new pod was applied as treatment.

Manufacturer narrative:
The pod was received with evidence of blood on the adhesive pad. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the reported bleeding and bruising could not be determined. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was flattened and stretched, measuring 1.078 inches. It could not be determined when or how this damage occurred. It could not conclusively be determined if this damage contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.